Event description:
Pt called lfs on 5/29/03 alleging their ot ultra meter would only prompt an error 1 message. They reported experiencing dizziness. Pt also stated that they are testing every 4 hours because of the medication they're on (steroids and antibiotics). The medications cause pt's sugar to fluctuate. Pt did not receive any medical intervention, nor did pt report an adverse event. The issue with the meter was not resolved. No further info has been provided.